Event description:
On (B) (6) 2010, the pt underwent a procedure to treat an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk component was placed and the gate cannulated as planned. The sheath (MFR unk) was then advanced, but it caught on the edge of the contralateral side of the trunk and pushed it proximally, completely covering the renal arteries. The physician attempted to pull the stent-graft distally with a balloon, but was unable to move it far enough to uncover the renal arteries. The pt was converted to open surgery, and the gore device was removed. The aneurysm was repaired with a surgical graft. The pt emerged in stable condition with no complications. According to the physician, there was no unusual anatomy or other pre-existing medical conditions that contributed to the event.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lot met all pre-release specifications.